Event description:
It was reported that this that this right ventricular (rv) lead perforated the heart some days post implant. The lead exhibited noise, the patient experienced syncope and left-sided pleuritic pain. The physician opted to reprogram the device for atrial pacing and sensing at that time knowing that the patient had intact av conduction. An echocardiogram was scheduled, and a procedure will be performed. The device remains active. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this that this right ventricular (rv) lead perforated the heart some days post implant. The lead exhibited noise, the patient experienced syncope and left-sided pleuritic pain. The physician opted to reprogram the device for atrial pacing and sensing at that time knowing that the patient had intact av conduction. An echocardiogram was scheduled, and a procedure will be performed. According to the field representative, the rv lead has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this that this right ventricular (rv) lead perforated the heart some days post implant. The lead exhibited noise, the patient experienced syncope and left-sided pleuritic pain. The physician opted to reprogram the device for atrial pacing and sensing at that time knowing that the patient had intact av conduction. An echocardiogram was scheduled, and a procedure will be performed. According to the field representative, the rv lead has been explanted at this time. No additional adverse patient effects were reported.